Manufacturer narrative:
Device investigation: there is a slight kink 22.5 cm from the hub-shaft joint. Results: a 0.041" mandrel was introduced into the hub and advanced distally. The mandrel moved smoothly until the tip reached the kink. Friction increased as the mandrel passed this point until it stopped 3 cm past the kink. The catheter is non-functional. Conclusion: the kink noted in the complaint is confirmed. The cause of the kink cannot be determined from the information provided, however similar damage has been observed due to improper handling of the catheter during insertion into the patient through the rhv or during manipulation in the patient when positioning for treatment. This damage was not observed before use of the device therefore, it was likely caused at some point during use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
Before accessing the target lesion, the catheter did not advance properly; therefore, the physician withdrew the catheter to find that the catheter was kinked in the proximal region, at approximately 21 cm from the proximal end. The catheter was replaced. There were no other devices used. The procedure was completed successfully. The patient did not have tortuous vessels.

Manufacturer narrative:
Conclusion (B)(4): this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.